Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient went into hypoglycemia and felt dizzy. His girlfriend called the emergency medical services (ems) for assistance. His cgm displayed 72 mg/dl; however, his bg per ems was 30 mg/dl. The patient was transported to the hospital. A glucose injection was administered by the medical staff after he started to feel dizzy. He stabilized soon after the glucose injection and his girlfriend gave him food (chocolate) under supervision. The patient was released from the hospital after a few hours. At the time of the report he was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.